Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) reached end of life. High impedances were also noted on three contacts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.